Manufacturer narrative:
Two devices were returned for evaluation. Visual inspection found the connector was shaved off- missing chunks of plastic. Visual inspection using a magnified lighted lamp revealed that the inside of the connector had abrasion marks. The abrasion marks were the result of a dremel device being used inside the connector either to remove excessive adhesive that had migrated inside the connector when attaching the shaft or to reduce the portion of the shaft that may have extended past the inside opening of the connector. The rough surface of the inside of the connector was deemed not to affect fit, form, or function of the device. The reported customer complaint has not been confirmed, as this process is common and necessary for devices built in the custom lab.

Event description:
Information was received that a smiths medical portex bivona custom 4.5 u/c flextend tracheostomy tube was in use with a patient at their home. The patient's mother was preparing a planned tube change for the indwelling device and noticed the "plastic piece inside the 15mm iso was shaving off and missing some chunks of plastic". The same issue was noticed on the replacement tube as it was checked prior to placement. There were no adverse patient effects.